Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a motor error alarm on the insulin pump. Customer pressed the esc and act buttons to clear the alarm, but it did not work. Customer did not drop the pump and uses an energizer alkaline battery. Customer had to discontinue pump use and is following his/her medical prescription for insulin shots until the replacement arrives. No additional information provided.